Event description:
Pt undergoing a lengthening of right lower extremity and osteotomy of r tibia w/application of external fixation device. Surgeon reaming r femur. The head of a #8 reamer and part of the shaft broke as it was being used. The head of the reamer along w/four -4- fragments of the shaft were retrieved. Two -2- small pieces of the shaft could not be removed without harming the pt.